Manufacturer narrative:
Zoom handle cover.

Event description:
It was reported by service report that the zoom handle covers were cracked. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.